Event description:
A report was received that the patient was experiencing pain on his right knee after the trial procedure. The physician believed that the pain was procedural and was beyond expected. The patient was administered a steroid injection in the knee.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70e, serial #: (B)(4), description: trial linear st lead, 70cm.